Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a diagnosis on cardiac arrhythmic patient and diagnosis was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing, the fse determined grabber cards issue resulted in the system not being able to complete the startup sequence. The flexvision pc has been returned for analysis and investigation confirmed a failure of the frame grabber card in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To resolve the issue, the fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision will not turn on. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced flexvison pc, installed new sw and performed data recovery which resolved the issue. The device was returned to use in good working order.